Manufacturer narrative:
The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
Patient experienced a skin burn at access site during conclusion of venclose procedure. The patient was treated with proper burn cream for 4 weeks and the wound healed very well.